Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient having discectomy, decompression and interbody fusion, pedicle screw fixation (miss tlif) for lumbar disc herniation at l4¿l5¿s1 causing nerve compression. It was reported that, during a procedure, two set screws were found to have stripped threads despite the surgeon following the correct protocol. The set screws were never implanted. There was no patient symptoms reported. There were no further complications reported regarding the event.